Event description:
It was reported that an x-ray revealed that the left ventricular (lv) lead was dislodged after the implant procedure was completed. No allegation of malfunction was made against the lead. The lv lead was explanted and replaced to resolve the event and the patient was in stable condition.

Manufacturer narrative:
Further information was requested but not received.